Event description:
Complainant alleged that while attempting to defibrillate a (B) (6) female pt, the device displayed a "defib pad short" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt, due to the reported malfunction. The customer has indicated that the event electrode pads were discarded and they are not available for eval. Complainant indicated that subsequent testing did not duplicate the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.